Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved tip sureform 45 stapler to perform failure analysis (fa). Visual inspection was performed, and the instrument was found to have a torn wrist cover. The tears measured approximately 0.055" - 0.196" in length. A missing piece, measuring approximately 0.188" x 0.218" in size, was not returned with the instrument. No failures were observed during log review. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform black 45 reload. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved tip sureform 45 stapler insulation of the hinge for tilting the magazine was broken and even a piece of it has come off completely but was outside the operating site. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the procedure was completed with a spare instrument and with no patient harm.

Manufacturer narrative:
Please refer to the corrected date in fields b4 and g3.

Event description:
Refer to h11 for follow-up information.